Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the sensor had inaccurate readings and the threshold suspend alarm was activated inappropriately on the insulin pump. The customer's blood glucose at the time of the incident was 160 mg/dl. Troubleshooting was performed and it was indicated that the sensor was reading 101 and the threshold suspend limit was set up at 60. It was explained the differences between the sensor readings and blood glucose readings and advised to monitor the device. The insulin pump will not be returned for analysis.